Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband had experienced high blood glucose. The customer¿s blood glucose level was 465 mg/dl. The customer reported that the was treated with insulin pump. The customer wife was assisted with connecting meter to pump. The insulin pump will not be returned for analysis.